Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 472 mg/dl associated with an inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, emergency protocol was initiated and the patient was treated with insulin via injection and IV fluids and remained hospitalized. Troubleshooting was unable to be completed at the time of the call. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 06/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2015 with the following findings: the pump was manually suspended on 04/11/2015 at 21:19 and manually resumed at 21:57. The pump¿s basal history showed a 0.00 basal rate on 04/11 at 22:00 until 04/12 at 10:00 when a 2.1u basal rate was started. The pump was exercised for 24hrs with no errors, alarms or warnings. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.